Event description:
A nurse reported that the equipment did not recognize the infusion chamber and the probe. When the equipment did recognize it, there were bubbles in the probe. The cassette was replaced but a system message displayed and it did not calibrate. The cassette was replaced again and the equipment successfully performed the calibration. Surgery had not yet begun, but the patient was in the surgical room and had received peribulbar anesthesia. The events resulted in a delay of 30 minutes. There was no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. A sample was expected for this investigation but has not yet been received. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause is unknown. A sample was not returned for this complaint. (B)(4).